Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported intracapsular seroma is observed. Device has been discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'rupture of prosthesis and periprosthetic capsular contracture.'

Event description:
Healthcare professional reported 'rupture of prosthesis and periprosthetic capsular contracture.' Device has been explanted. Record relates to the right side.